Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not work. White silicone tip was not present and the field was more bloody than usual. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood and charred tissue was observed. Blood was observed on the handle and toggle of the device. The heater wire was observed to be detached at the center and tip of the jaw, while remaining attached at the base of the jaw. There were no other defects observed. Based on the condition of the device at the time of evaluation, the reported failure "peeled jaw" was not confirmed. The analyzed failure, "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not work. White silicone tip was not present and the field was more bloody than usual. The hospital did not report any patient effects.